Manufacturer narrative:
Review of manufacturing records for lot m16d1130 showed that lot was determined to have met all manufacturing and quality release specifications and released to distribution on 4/29/2016. Instructions for use for cormatrix ecm for vascular repair (p/n 20438-032514) state under suggested instructions for using the cormatrix ecm that "if required, the cormatrix ecm can be cut to the appropriate size....if delamination is observed, do not implant the cormatrix ecm".

Event description:
It was reported that during a procedure on (B)(6) 2016, a 1cm x 10cm piece of cormatrix ecm for vascular repair (lot# m16d1130 exp. Date 2017-09-30) was hydrated for 2 - 3 minutes and when physician removed the ecm strip from the bowl, it had delaminated on the edges and was not used in the procedure. Physician took another ecm unit from the same lot and used it successfully in the procedure with no further issues reported.